Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed high pacing impedance. Device interrogation revealed high pacing impedance and high capture threshold on the right ventricular (rv) lead. On 13 nov 2023, the physician elected to cap and replace the rv lead. The patient condition was stable.